Event description:
It was reported that the anesthesia workstation failed the o2 flush test and the afgo (additional fresh gas outlet) test during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed o2 flush test failure and afgo valve test failure, has not been reproduced during on-site investigation according to information provided in the complaint. The technician performed troubleshooting and could not reproduce the issues. No parts have been replaced. Nevertheless, the issue can be confirmed in provided device's logs. The device failed to meet its specifications. It has not been used at the time of the event. There has been no adverse event sustained as a result of the issue. The afgo is controlled by a valve that can be switched to supply fresh gas either to the afgo connector or to the patient cassette. The o2 flush valve (a push-button) is used to manually supply the fresh gas with an additional o2 gas supply. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device and #h4 manufacture date were required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse. #h4 manufacture date: previous manufacture date: 04/01/2020. Corrected manufacture date: 03/04/2020.

Event description:
Manufacturer's reference #: (B)(4).